Manufacturer narrative:
Correction: after further review, it was found that this is not a bd product. This complaint will be cancelled.

Event description:
It was reported that the bd eclipse¿ safety needle was blocked and wouldn't push fluid through. The following information was provided by the initial reporter: "when attempting to withdraw air into the syringe, the plunger immediately returns itself. Normally, the plunger would stay in the position the user left it in. When attempting to inject if fluid draw was successful, it is difficult to push fluid through the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ safety needle was blocked and wouldn't push fluid through. The following information was provided by the initial reporter: "when attempting to withdraw air into the syringe, the plunger immediately returns itself. Normally, the plunger would stay in the position the user left it in. When attempting to inject if fluid draw was successful, it is difficult to push fluid through the needle."